Event description:
The customer reported a burning smell coming from the unicel dxc 600i synchron access clinical system. The instrument also generated smart module power failure errors. No visible smoke, sparks or flames were observed. There was no report of injury. The fire department was not notified. The laboratory has a hazard control plan.

Manufacturer narrative:
The field service engineer (fse) went onsite and found that the wiring harness was melted and "burnt". The fse replaced the harness and the internal line conditioner to resolve the issue. (B)(4).